Manufacturer narrative:
(B)(4). The hospital biomedical engineering department evaluated their device and was unable to duplicate the reported issue. The device was found to be delivering energy with acceptable limits. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised they were using internal defibrillation paddles and the device would not deliver the energy. They tried two different internal paddles and both did not deliver the energy. The customer successfully shocked the patient using a backup device. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event and was advised that no further information is available.